Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; b4; b5; b7; g3; h2; h3; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-02832, 0001825034-2024-02833, 0001825034-2024-02834, 0001822565-2024-03796, 0001822565-2024-03797. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient received an additional cortisone injection approximately 2 years post-implantation. No additional information available for the reported event.

Manufacturer narrative:
This supplemental report is being submitted to relay additional information. The following sections were updated: b5; g3; h2; h6. H6: proposed component code: mechanical (g04) - stem once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Product has not been evaluated as it has been determined the event is not related to device. Reported event is not related to device therefore, a compatibility review is not applicable. Root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Event description:
It was reported a patient received a cortisone injection approximately two years post implantation due to the development of isolateral trochanteric bursitis. All implants remain in place. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: cat #; 110010263 / g7 osseoti multihole 50mm d / lot #: 65506475 unk high wall longevity liner. Unk 32mm-3.5 ceramic head. Cat #: 00625006530 / bone screw self-tapping 6.5 mm dia. 30 mm length / lot #: j7352161. Cat #: 00625006530 / bone screw self-tapping 6.5 mm dia. 30 mm length / lot #: j7352156. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.